Event description:
Product analysis (pa) was completed on the returned generator. Although the reported allegation of increase in seizures cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.897 volts (ifi range 2.74v - 2.41v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 81.290% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that the patient was being referred for battery replacement due to battery being at near end of service (neos) and patient was actively seizing. Implant form was received indicating the patient received a battery replacement. The explanted generator has been received into product analysis and analysis is currently underway. No additional relevant information has been received to date.